Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset. The malfunction code did not recur after the reset, allowing the customer to continue using the pump, with instructions to call back if the issue arises again.